Event description:
It was reported that the patient was experiencing pain at the ipg site and needed expanded MRI capability. As a result, surgical intervention was undertaken where the ipg was repositioned as well as replaced. During the procedure the existing lead had a contact with high impedances that would not clear, so the lead was replaced as well to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.